Event description:
Customer reported that on (B)(6) 2014 at 1:00 pm she attempted to test using her adc blood glucose meter, but it would not turn on when the button was pressed or with test strip insertion. Customer further reported she experienced both a loss of consciousness and a seizure. Customer's friend administered a glucagon injection and called the paramedics. Upon arrival, paramedics treated her on the scene with an intravenous infusion of unknown type. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
(B)(6). The customer's products have been requested for investigation. A follow-up report will be filed once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
"Product problem" of the initial MDR was left unchecked. This report is being updated as part of a retrospective review of issues related to the reportable confirmed malfunction list. This section has been updated to reflect the correction.

Manufacturer narrative:
The reported meter was returned and investigated with retained test strips. The meter was visually inspected and no physical damage was observed. Meter powered on with button depression and strip insertion. A blank screen was not observed. The complaint is not confirmed.